Manufacturer narrative:
The technician replaced the foot panel to repair the bed.

Event description:
Info received indicates the bed has no functions working due to corrosion on the foot panel connectors.